Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure dated (B)(6), 2010. According to the complainant, during the hysteroscopy phase, a cervical leak occurred while the saline was at room temperature. The patient had a patulous cervix which made it difficult for the physician to obtain a cervical seal because the cervix was over dilated. No patient burn occurred during the hta procedure. A follow up appointment with the physician was scheduled (B)(6), 2010 in which the patient is reported to have experienced heavy bleeding and cramping. Additional attempts have been made to request information on the current condition of the patient with no response from the clinician. The procedure was aborted due to this event.

Manufacturer narrative:
The product has not been returned since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure dated (B)(6), 2010. According to the complainant, during the hysteroscopy phase, a cervical leak occurred while the saline was at room temperature. The patient had a patulous cervix which made it difficult for the physician to obtain a cervical seal because the cervix was over dilated. No patient burn occurred during the hta procedure. A follow up appointment with the physician was scheduled (B)(6), 2010 in which the patient is reported to have experienced heavy bleeding and cramping. Additional attempts have been made to request information on the current condition of the patient with no response from the clinician. The procedure was aborted due to this event.

Manufacturer narrative:
Additional follow up information received (B)(6), 2010. The clinician reported information related to the patient's follow up medical examination with the physician scheduled (B)(6), 2010. The patient was mentioned to have experienced heavy bleeding and cramping due to the regular menstrual cycle and not related to the hta procedure. The condition of the patient is reported to be fine and there are no further patient complications.